Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that, the customer had high blood glucose of 300 mg/dl to 400 mg/dl and insulin pump was not delivering insulin properly. The customer treated high blood glucose with the insulin pump and with injections and can not do troubleshooting for it. The device is expected to be returned for analysis.